Event description:
It was reported that patient underwent an initial left total hip arthroplasty on (B)(6) 2004. Subsequently, the patient was revised on (B)(6) 2015 due to elevated metal ion levels. During the procedure, a large bursa was noted. The modular head was removed and replaced and a liner was implanted.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 15 states, "elevated metal ion levels have been reported with metal on metal articulating surfaces."